Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected high out-of-range right atrial (ra) lead impedances. The patient is not dependent on ra therapy. The patient will be monitored. The device and lead remain in service.